Manufacturer narrative:
For the reported information, the device and a photo were returned to bd for evaluation. The investigation is confirmed for damaged introducer, a root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8708060 port & catheter allegedly experienced a defective peel away sheath. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
For the reported information, the device and a photo were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8708060 port & catheter allegedly experienced a defective peel away sheath. This information was received from one source. The malfunction involved a patient with no known impact to the patient.